Event description:
A malfunction was reported on the pump by the caller, with no notable events occurring prior to the issue. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided assistance with resetting the pump's malfunction code, and it did not recur. The customer was instructed to continue using the pump and to call back if the malfunction code appeared again, which the caller acknowledged and understood.